Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 1.2 micron filter, polyethylene lined light resistant tubing, secure lock, 259 cm. It was reported that parenteral nutrition was started, it did not pass through the second filter and it could not be administered to the patient. No one was reported to be harmed as a result of this event.

Manufacturer narrative:
One used list #15443-32 primary plum set was provided by the customer for complaint investigation. Fluid residuals were observed throughout the used set, the inline filter was observed to be saturated with the residual. The set was attached to an ICU medical-provided intravenous (IV) bag and was primed per packaging directions. Flow could not be established throughout the whole set. The flow in the set was tested in sections, and it was observed that no flow could be established downstream of the inline filter. Fluid was pushed through the set gradually increasing to 40psig and no flow was established. The complaint of parenteral nutrition not passing through the second filter can be confirmed. The probable cause is due to a saturated filter due to infusate during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in h5 and d8.